Manufacturer narrative:
Sanofi company comment 11-mar-2019. Patient had liver issues and was hospitalized after receiving synvisc-one. Based on limited information provided, causal role of suspect product cannot be excluded. Case will be re-evaluated post further update on the patient's underlying disease conditions, past medical and drug history, concurrent illnesses and concomitant medications.

Event description:
Liver issues [liver disorder] . Case narrative: initial information received on 05-mar-2019 regarding an unsolicited valid serious case received from health authorities of united states from other healthcare professional. This case involves an adult patient of unknown demographics who experienced liver issues with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in 2016, patient received intra-articular injection of hylan g-f 20, sodium hyaluronate at dosage 6ml once (batch- 5rsf004) for osteoarthritis of knee. On (B)(6) 2018, patient experienced liver issues (latency: few years) and was hospitalized twice the same year for it. Corrective treatment: unknown. Outcome: unknown. Seriousness criterion: hospitalization and medically significant. A product technical complaint was initiated and results were pending for the same.

Event description:
Liver issues [liver disorder] . Case narrative: initial information received on 05-mar-2019 regarding an unsolicited valid serious case received from health authorities of united states from other healthcare professional. This case involves an adult patient of unknown demographics who experienced liver issues with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in 2016, patient received intra-articular injection of hylan g-f 20, sodium hyaluronate at dosage 6ml once (batch- 5rsf004; exp apr-2018) for osteoarthritis of knee. On (B)(6) 2018, patient experienced liver issues (latency: few years) and was hospitalized twice the same year for it. Corrective treatment: unknown. Outcome: unknown. Seriousness criterion: hospitalization and medically significant. A product technical complaint was initiated on (B)(6) 2019 for synvisc-one. Batch number: 5rsf004 global ptc number: 57665. The production and quality control documentation for lot #5rsf004 expiration date (04/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot #5rsf004 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review did not indicate any safety issue. As of (B)(6) 2019 there were (B)(4) complaints on file for lot# 5rsf004 and all related sublots. There were 13 complaints on file for lot# 5rsf004: (3) tip breakages, (1) detached luer lok hub, (1) broken luer lok hub, (1) leakage, (2) finger flange breakages, (2) broken syringe barrels and (3) adverse event reports. Sanofi will continue to monitor complaints to determine if a CAPA was required. Additional information received on 12-mar-2019. Investigation summary received and ptc results added. Text amended accordingly.